Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 230 mg/dl. It was stated that the insulin pump had no delivery alarms and the infusion set and site were changed, but it did not resolve the issue. It was stated that the customer had nausea and unexplained high blood glucose for (B)(6). The customer's most recent glucose reading was 199 mg/dl it was stated that the customer was disconnected from the insulin pump and has been treated with an insulin drip. Troubleshooting was performed. The time and date on the insulin pump were correct. Ran a fixed prime and self test and the tests passed. The customer called back and stated that he still is in the hospital and having the same issues. The customer requested a replacement of the insulin pump. No further info was provided.